Event description:
The duett was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. During deployment, some resistance was reported while the device was retracted to second resistance. The puncture site was sealed, however, upon device removal it was noticed that the sealing balloon was not present. An angiogram revealed an occlusion caused by the balloon. Treatment consisted of a percutaneous snare to retrieve the sealing balloon. The event was resolved, no complications were reported and the patient was discharged.